Event description:
It was reported that a patient underwent a wort removal procedure from the left knee on (B)(6) 2011 and suture was used. (B)(6) post operatively, the patient developed yellow drainage and the suture spit out. The patient was given antibiotics. The drainage stopped and the wound closed.

Manufacturer narrative:
(B)(4). Conclusion: representative sample were returned for evaluation. They were visually examined and they did not reveal any signs of manufacturing defects. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01813. The same patient is represented in each medwatch.